Event description:
It was reported that patient presented to the hospital with near syncope and lightheadedness. Further investigation determined the right ventricular (rv) leadless pacemaker was exhibiting intermittent loss of capture due to capture thresholds increasing since the previous device check. Pacing impedance was also increased. Physician decided to retrieve and reimplant the same device. The doctor noticed that the patient's right ventricle was small and that the rv lp may have been interacting with the tricuspid valve and contributing to the intermittent loss of capture. Retrieval was successful, with device not exhibiting any damage. However, doctor chose to implant a smaller right atrial (ra) lp in the right ventricle to try and prevent the same issue. Implant was successful. Patient was stable with no consequences during or after the procedure.